Manufacturer narrative:
(B)(4). This record was filed on behalf of the legal manufacturer, (B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported there is a hair in the sterile package.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: there is a hair in sterile package. The failure identified in the investigation is consistent with the complaint record. The root cause is a manufacturing issue. The device manufacturer date is not known. Gtin: (B)(4).

Event description:
It was reported there is a hair in the sterile package.